Manufacturer narrative:
One infusion pump was returned for evaluation. The pump underwent functional testing, however the customer's complaint was unable to be confirmed. Because the device has been in prior for repair, the pwa board and motor will be replaced as a preventive measure.

Event description:
Information was received that a smiths medical cadd ms3 infusion pump will not confirm the cartridge.